Manufacturer narrative:
The manufacturer did not receive the affected devices, x-rays, or other source documents for review. The cause for this specific event cannot be ascertained from the info provided. Once the affected device is rec'd and investigated, and the result become available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with a metasu1 alpha insert neutral jj/32, left side, on (B)(6) 2007. Due to metallosis and loosening of the metasu1 cup in the polyethylene, the patient had to undergo revision surgery on (B)(6) 2013.